Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) having augmentation below limit set alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.